Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low insulin alert became frozen on the pump screen and the customer was unable to clear it. Reportedly, the customer performed a pump reset and was able to clear the screen and resume insulin delivery. Subsequently, it was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported impact to the customer. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.